Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter, reviews of manufacturing records revealed no issues and no deviations from standard procedure, and the user did not describe any types of use errors or other issues that might have caused potential contamination.

Event description:
This report received from global pharmacovigilance (gpv) is a spontaneous report by a nurse from (B)(4) of peritonitis manifested by cloudy bag and abdominal pain in a patient coincident with dianeal pd4 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd4 ultrabag therapies intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with bacterial peritonitis manifested by cloudy bag and abdominal pain. The patient was hospitalized from (B)(6) 2011 for peritonitis. The patient was treated with unspecified antibiotic therapy. In (B)(6) 2011, the peritonitis was recovering. Dianeal pd4 ultrabag therapy was ongoing. The nurse stated the peritonitis was not related to the homechoice device, pd equipment or the dianeal solution. The patient's physician has now instructed the patient to wipe the transfer set and disconnect cap connection with alcohol before disconnection/connection. The nurse contacted baxter homecare services to inquire if this practice is approved by baxter. This practice is not part of the directions for use and the product information states that hydrogen peroxide or antiseptic agents containing alcohol should not be applied to connectors.